Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. The pump battery gauge fluctuated, pump unexpectedly shutdown and reset. Customer charged pump and insulin delivery was resumed. After resetting pump to address the cgm error, customer declined further follow up. There was no reported adverse impact to the customer.